Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that electricity leaked through the coating sheath of scissors. This resulted in the burning of the liver. It was stated that "check of the sheath by technical medical department showed microleaks (with electrical leak) over the shearing mechanism of the scissors."

Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: handle condition, good; scissors condition, good and shaft condition, split sheath. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with a slit in the insulation sheath. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.